Manufacturer narrative:
11/13/1998- supplemental report sent to FDA #2.

Event description:
The device was used during a thyroidectomy procedure. Reportedly, the clips ejected prematurely or did not advance at all. The hospital has not provided any add'l info.